Event description:
It was reported that the patient was unable to adjust their stimulation and communication/coupling issues were seen on their implantable neurostimulator (ins). A "call your doctor" icon message was seen on the patient's programmer and recharger components. A power-on-reset condition message was seen on the recharger after using the antenna locator (al) feature which then led to a normal recharging screen. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Recharger model 37752, serial# (B)(4). Programmer model 37743, serial# (B)(4). Extension model 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Extension model 3708140, serial# (B)(4), implanted: (B)(6)2008, explanted: na. (B)(4).